Event description:
Information was received indicating that a smiths medical cadd-legacy pump beeped for "line clamped" after slight movement. It was reported that the issue was resolved when the patient stopped and restarted the infusion. It was also reported that the patient experienced headaches and cold. There are no known long-term adverse effects to patient.